Event description:
"It was reported that a patient underwent an l2-l3 fusion for a hernia on an unspecified date at another hospital. At an unknown time after the first surgery, the patient underwent a plif at th10-l4." At an unknown time post-op, it was discovered that a rod was broken. It was reported that the patient underwent a revision surgery to replace the broken rod. "Health damage was reported, but details were unknown." No further details are known at this time.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation.